Manufacturer narrative:
Concomitant medical products: model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead thresholds were trending upwards. The physician chose to remove and replace the lead. No patient complications have been reported as a result of this event.